Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous transluminal coronary angioplasty. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No femoral angiogram was performed prior to the procedure. The physician is reportedly not trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Reportedly, the operator was not trained. Per the proglide instructions for use (IFU), this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Reportedly, no femoral angiogram was taken. The proglide IFU states, perform a femoral angiogram to verify the location of the puncture site. Prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Evaluation summary: the device was returned for analysis. The reported suture detachment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Additionally, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).